Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a package arrived and the box was badly damaged. The physician was concerned that the sterile integrity had been compromised and did not feel comfortable using implant. The package contained a 650cc mentor memorygel breast implant. No patient consequence or adverse event was reported.

Manufacturer narrative:
The investigation of the photo device was completed by the failure analysis lab on february 4, 2021. Device evaluation summary: according to the information received, packaging damage was reported upon visual evaluation of the image provided in the complaint, the packaging and shrink wrap of the product appears damaged. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. Manufacturer¿s reference number: (B)(4).